Event description:
It was reported that the battery gauge would fluctuate, causing the pump to shut down on multiple occasions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.